Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Additional patient information: diagnosis: invasive squamous cell carcinoma of the vagina.

Event description:
It was reported that on (B)(6) 2019 the patient was connected to an elastomeric ball pump containing 5-fu to infuse over 96 hours via a PICC line. On (B)(6) 2019, the patient returned to have the chemotherapy infusion disconnected when the nurse noted that there was a white powder observed at the connection of the elastomeric ball tubing and the texium connector. There was also white powder on the patient¿s skin, slightly smaller than size of a quarter. The patient stated that she didn¿t notice any leaking or powder on her skin or the PICC line. The patient further denied any skin irritation. The nurse instructed the patient to wash the affected area. The customer further stated that there were no adverse effects caused to the patient from the event, as well as, no skin irritation and the patient's vital signs remained stable. No additional monitoring or lab work was required.

Event description:
It was reported that on (B)(6) 2019 the patient was connected to an elastomeric ball pump containing 5-fu to infuse over 96 hours via a PICC line. On (B)(6) 2019, the patient returned to have the chemotherapy infusion disconnected when the nurse noted that there was a white powder observed at the connection of the elastomeric ball tubing and the texium connector. There was also white powder on the patient¿s skin, slightly smaller than size of a quarter. The patient stated that she didn¿t notice any leaking or powder on her skin or the PICC line. The patient further denied any skin irritation. The nurse instructed the patient to wash the affected area. The customer further stated that there were no adverse effects caused to the patient from the event, as well as, no skin irritation and the patient's vital signs remained stable. No additional monitoring or lab work was required.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.